Event description:
Reporter alleged obtaining discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 112 mg/dl when testing was performed 2 minutes apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.